Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The manipulator controller ergo base (mceb) unit was returned for failure analysis due to three 23062 error codes. The unit was visually inspected and observed to be in good physical condition. The mceb was connected to bench test to verify high side switch and brake enable values. They were all confirmed to be expected values. They installed the mceb unit into golden system and mceb passed 10 power cycles. The system idled for 8 hours and over the weekend with no error. The center-ergo-joints and sine-cycle tests were performed to exercise the arms movements repeatedly four times with result passed. From these findings, failure analysis concluded that no root cause could be identified for the reported events. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered three errors indicating a potential issue with ergonomics. The caller reported they did not perform a power cycle and the surgeon worked through the issue. The technical support engineer (tse) viewed events via the system logs and confirmed multiple 23062 errors. The tse recommended for the customer to perform a system power cycle when they had the opportunity. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the issue was reported on 02/04/2026 to the isi representative, who suggested to disable the ergonomics. The procedure was completed robotically. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and assisted staff with removing the affected console out of the room for service. The fse replaced the manipulator controller ergo base (mceb) on the console and performed armrest ergo calibration and hall sensor calibration without any issues. The fse assisted the staff in moving the console back into the room and verified system completed post without issue while the site was opening for the next procedure. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.